Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation of the complained screw shows that the locking thread at the head is badly damaged due to mechanical mishandling during use. We have to assume that the locking thread was not properly fitted with the thread of the plate. Therefore the thread got damaged while tightening. Reviewing the manufacturing- and material documents shows conformity to the specification as well. No product fault could be detected. The investigation determined this complaint to be invalid.

Event description:
Could not lock the screw in plate, the patient had a distal radius fracture. The doctor intended to insert the locking screw in question to the distal second hole, the locking screw could not be locked in the plate hole. The doctor reports during the operation, a brand new screw could be locked in the plate hole. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Placeholder.